Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead exhibited lead noise that led to oversensing and pacing inhibition. The noise was reproducible. Potential fracture was suspected. Programming changes was performed. The patient was in stable condition.